Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on un unspecified date approximately 2 weeks prior, the patient experienced elevated blood glucose (bg) of 28.8mmol/l with extreme thirst and symptoms of dehydration. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. The reporter noted that the patient¿s healthcare provider had adjusted basal rates and bolus settings. Customer technical support reviewed the pump with the patient and found that about two weeks ago the patient had changed the insulin sensitivity factor time setting to be zero. There was no indication or allegation of a pump malfunction. Troubleshooting determined that the issue was one of use error, and the pump is not being returned at this time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings:a review of the black box indicated the data started on 07/06/2015; the data from the time of the alleged incident was unavailable for review due to continued pump use. The pump was returned with the insulin sensitivity factor set to 30mmol/l. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.